Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The dentist reported that he decided to remove the dental implant 10 days after its installation because at the moment of the surgery it was installed an implant longer than planned, which was causing paresthesia in the patient.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he decided to remove the dental implant 10 days after its installation because at the moment of the surgery it was installed an implant longer than planned, which was causing paresthesia in the patient.